Manufacturer narrative:
The device was not returned for evaluation. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. Cardiac tamponade is an inherent risk associated with any cardiac ablation procedure. The cause for this reported event is unknown. The following dates are estimated.

Event description:
It was reported at the end of an atrial fibrillation ablation procedure, after isolating the left pulmonary veins and the mitral isthmus line, a cardiac tamponade was detected on xray. Blood pressure and oxygen saturation levels remained stable and a pericardiocentesis was performed to resolve the tamponade. The cause for the tamponade is unknown.